Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2018, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore tag® thoracic endoprostheses using the 24fr gore® dryseal flex introducer sheath. It was reported that several attempts were made to advance the sheath to the intended position. Finally, the endoprostheses were successfully implanted through the sheath and the patient tolerated the procedure. On unknown date in (B)(6) 2018, one week after the procedure, a computed tomography scan revealed that the patient showed a dissection in the aorta near the celiac artery. On unknown date in (B)(6) 2018, two week after the procedure, a computed tomography scan revealed that the patient still showed the dissection. No false lumen expansion was observed. The patient will be monitored. The physician stated that the dissection might have been caused during the procedure due to manipulation of a guide wire or other devices. He did not notice the dissection on an intra-operative angiography.

Manufacturer narrative:
Please note that this event has already been reported under medwatch no.3007284313-2019-00022. However, upon review of the file, it was noted that the report was not sent for the correct device. Therefore, this medwatch has been created and submitted. An additional conformable gore® tag® thoracic endoprosthesis [tgu454520/15556611; UDI-(B)(4) has been included in this report, as it is unknown which conformable gore® tag® device may have contributed to the reported dissection. Please note corrections. Updated device code results pending completion of device history review conclusion not yet available it should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use states ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use states ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.